Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the fill port when attempting to fill the cartridge with insulin. Customer loaded another cartridge. Blood glucose was 376 mg/dl.